Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.

Manufacturer narrative:
H3: one medfusion pump was received with a cracked plunger case. The event history log was reviewed and there was a battery communication timeout error and a battery depleted message. The power up process and battery reading tests were conducted. The reported battery issue was unable to confirmed. The battery operated as intended, but was replaced as a preventative measure.